Event description:
It was reported that during a procedure using an ambient super mulitvac 50 ifs wand, the wand tip stopped glowing after 30 minutes of activation. The surgeon noted that the metal tip was gone when the wand was removed from the surgical site. An x-ray was taken to ensure that the metal tip was not inside the patient. The procedure was completed without significant delay using a back up device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs in addition to discoloration on the adhesive around the spacer. There is a significant amount of scratch marks on the exposed shaft and black shrink tube near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula in conjunction with prolonged activation. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.